Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad), left main (lm), and left circumflex (lcx) arteries. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, as the device was passing over the guide wire, the shaft bent. The physician attempted to straighten the shaft of the balloon catheter but it became totally separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 57cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was a kink in the hypotube 54.5cm from the hub. There was a kink in the shaft 19cm from the tip. The tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad), left main (lm), and left circumflex (lcx) arteries. A 2.00mm x 20mm maverick² balloon catheter was advanced for dilatation. However, as the device was passing over the guide wire, the shaft bent. The physician attempted to straighten the shaft of the balloon catheter but it became totally separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.